Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The user (B)(4) complains 2 pieces of hmo 31000. Lot: 70122866. Lot: 70122025. Following the description of the user: at the arterial outlet connector there is a fine hairline tear in both oxygenators. This became visible after priming the system, which also could not be sealed. The oxygenator was then exchanged and thus no danger to the patient. Complaint #: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was requested the product back for investigation in the laboratory of manufacturer. Visual inspection and leak test per local procedure lv 201 were performed. In both products, hairline cracks were detected at the blood outlet connector and the luer lock connector on the outlet side. Based on this, failures could be confirmed. Trend search was performed. 7 additional complaints were recorded in the last 12 months. The occurrance rate regarding this complaint is below the acceptance criteria. Thus, no remedial action required. Device history records for lot #70122025 was reviewed. There were no references found, which are indicating a nonconformance of the product in question. The reported failure was identified as part of the current risk management file (dms# b)(4)). Mitigations for this specific failure are in place as per instruction for use warnings and design specifications. The manufacturer`s review of the control form in production indicated that a 100% visual inspection for deformation is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).